Event description:
It was reported that during a cryo ablation procedure, the sheath and mapping catheter were manipulated in order to reach the right middle of the right inferior pulmonary vein (ripv) and it was observed that the blood pressure declined, there was a perforation to the endocardium and did not return to normal. A pericardial effusion was then confirmed by echocardiography. The products were removed from the body and pericardial drainage was performed. Also, the patient had a cardiac tamponade. The anticoagulant was neutralized and a blood transfusion was given. The patient was transferred to a different facility and the patient's condition was monitored for possible cardiac surgery. The case was aborted and the patient was not under general anesthesia. Additional information received indicated the patient was admitted for approximately one week, was deemed stable and discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed thirteen injections were performed with catheter 2af284 / 61636-90 and showed inflations were not sustained at many injections. Clinical issue (blood pressure declined, pericardial effusion and cardiac tamponade) were encountered during the procedure. The flexcath sheath 4fc12/58286 was not returned for investigation. In conclusion, this was a clinical issue (blood pressure declined, pericardial effusion and cardiac tamponade) encountered during the procedure. No indication of product malfunction. The sheath was not returned for investigation. If information is provided in the future, a supplemental report will be issued.